Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient lost stimulation. He reportedly stopped using the system for over a month because he was taking a different medication or therapy for his pain treatment. The patient did not charge the system during this period. When the patient tried to turn the stimulation back on, the ipg seemed to be depleted and was unable to be recharged. The patient was sent a replacement charger. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have resulted in the explant of the ipg.